Event description:
The pump was returned for investigation. Investigation revealed damages to the pump casing, unresponsive keypad buttons, contamination under the keypad button contacts, misaligned button contacts, and a dim/discolored display screen. This report is made based on results of investigation completed on 10/31/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings:a visual inspection of the pump found some cosmetic damages. In addition, the cartridge compartment was found chipped at the top and the compartment threads were stripped. A crack was found in the battery compartment. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly. In addition, the keypad cover was found peeling and damaged, exposing the button contacts below and the button contacts were misaligned. The ¿up¿ and ¿down buttons were unresponsive. Removal of the keypad cover found contamination under all the keypad buttons and the keypad connector wire was dislocated from its base.